Event description:
It was reported that approximately 24 months post implant of a bifurcated device, an infrarenal aortic and a suprarenal aortic extension, the patient had a follow up. The computed tomography scan revealed a possible endoleak due to component separation and tear. Procedure has not been scheduled as of yet.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based clinical assessment of medical records and operative images. There were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to this event due to a neck length of 13mm. The irregular conical neck with its maximum diameter of 32mm was a cautionary product use which might have contributed to this event. The patient's medical history might have contributed to this complaint due to: radiation treatment for adenocarcinoma of the prostrate and the resultant pro-thrombic state and negative aortic remodeling, given the decrease in aneurysmal sac size. There was substantiating evidence of adequate stent overlap at index. There might have been substantiating evidence of an endoleak iii-a (partial stent separation); hyper-dilation of the infra and /or supra renal stents (56 x 39mm) in the absence of evidence of post deployment angioplasty; a separate posterior endoleak iii-b just superior to the bifurcation; mural thrombus within the stent (partial occlusion main body); and a stent graft collapse of the right iliac portion of the main body stent (6 x 7mm). A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely due to patient's anatomy, which was incongruent with IFU, and to patient's existing condition. Device remains implanted in the patient.

Event description:
It was reported that approximately 24 months post implant of a bifurcated device, an infrarenal aortic and a suprarenal aortic extension, the patient had a follow up. The computed tomography scan revealed a possible endoleak due to component separation and tear. The endoleak was repaired with a gore tag. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.